Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient underwent a revision procedure approximately four months post-implantation due to a device fracture. The tibial plate was removed during the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Additional event for this patient reported on medwatch number 1825034-2016-02533. Remains implanted.

Event description:
A revision procedure has been indicated approximately three months post-implantation due to a device fracture; however, no revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Complaint sample was evaluated and the reported event was confirmed. Failure mode was that of device fracture. Inspection of the device shows that the plate has fractured at one of the hole locations. No functional or dimensional analysis was completed due to the damage to the device. Visual review of the returned screws shows some partial wear to the anodizing, likely caused during implantation, use, and removal. The screws were not evaluated further, as the event is related to the plate fracture. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Concomitant medical products: catalog no.: lot no.: description: quantity: 816135038, ol0116, 3.5mm cortical locking screw 38mm, 3. 816135030, dpfdhl, 3.5mm cortical locking screw 30mm, 2. 816135028, ol0068, 3.5mm cortical locking screw 28mm, 1. 816135022, dpgbvk, 3.5mm cortical locking screw 22mm, 2. 816135020, ol0056, 3.5mm cortical locking screw 20mm, 1. 816135018, dpfdh7, 3.5mm cortical locking screw 18mm, 1. 131218026, dpdcby, 3.5mm low profile cortical screw 26mm, 1 131218028, ol0136, 3.5mm low profile cortical screw 28mm, 1. The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.